Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the reporting is submitted conservatively, as the patient was implanted in a different hospital than where the re-dilation was performed. An attempt was made to obtain medical records from the implanting facility; however, no records were forthcoming and it is unknown if the implanting facility is aware of the post dilation performed. A re-dilation was necessary as it appeared that the valve was undersized in the annulus at the original deployment. There was no allegation or indication a product deficiency contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 1-month post procedure of a 26mm sapien 3 valve in the aortic position, a re-dilation of the valve was performed. The patient presented with mild-moderate paravalvular leak (pvl). The re-dilation was successful, and the patient is stable. As reported, a re-dilation was needed as it appeared that the valve was undersized in the annulus at the original deployment and mild-moderate pvl was noted. Extra volume was added in the balloon and the valve expanded more, which effectively reduced the pvl to trace.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.